Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The box trial screw is stripped.

Manufacturer narrative:
Examination of the returned pfc*sigma tc3 fe bx trl confirms that the set screw is stripped. Wear and tear is evident. The retaining pin is designed to prevent the setscrew from being removed. If the setscrew is backed onto the retaining pin it can cause damage to the threads leading the screw to be stuck in the mating threads. The root cause is attributed to user error/technique. No corrective action is indicated at this time. Ecr # 35893 was implemented in (B)(4) 2001 to laser etch a "do not remove screw" warning to the product. The returned device has the laser etching on it. The root cause has been attributed to user error/technique. No corrective action is indicated at this time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.